Manufacturer narrative:
Reported event: an event regarding alleged aseptic loosening involving a tibial stem of a patient specific distal femoral replacement was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which was inserted on (B)(6) 2016. The surgeon reported that the stem has aseptically loosened. The x-ray provided shows massive radiolucent line along the femoral mainly between the cement mantle and bone, and there is osteolytic lesion at the tip of the femoral stem. There is also massive radiolucent line along the tibial stem between the cement and stem and between the cement and bone. There is significant bone resorption and lesion on the tibial cortical bone. The above x-ray review can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 21jan2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jan2017 to present for similar reported events regarding loosening of tibial stem involving patient specific distal femur. There has been 1 other event. Conclusions: an event regarding alleged aseptic loosening involving a tibial stem of a patient specific distal femoral replacement was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient specific implant form was received for the patient's left distal femur with the following information: reason for revision: aseptic loosening, femoral prosthesis. Proposed surgery date is asap. On (B)(6) 2020 - loosening of both the femoral and tibial stems was identified.